Manufacturer narrative:
Unit powered up properly after battery installation. No display anomaly or audio alarms noted. Pump received with no button response due to unlocked lcd keypad connector. Unable to perform the displacement test due to no button response and unable to verify battery cap damage due to pump received without the original battery cap. The test battery cap fits and removes properly in the battery compartment noted. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump buttons are not responsive after many battery changes. Customer does not recall any significant events leading to the error. Customer's blood glucose was 103 mg/dl at the time of incident. Troubleshooting was done for keypad anomaly but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.